Event description:
It was reported that central sterile reported that the inner part of the u-blade screwdriver was bent during a recent gamma 3.

Event description:
It was reported that central sterile reported that the inner part of the u-blade screwdriver was bent during a recent gamma 3.

Manufacturer narrative:
A review of the DHR revealed no discrepancies. Investigation revealed no failure or malfunction. Function test confirmed that function is still given in full on the device. Except of slight traces of use that device shows no damage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.